Event description:
The facility representative reported a flogard infusion pump that does not turn on. The event was reported to have occurred while attempting to power the device up. There was no patient involvement, injury, or medical intervention related to the device. Upon further evaluation, the baxter quality engineer has confirmed the reported condition as a battery issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported "does not turn on" was confirmed and reproduced during evaluation by baxter technical services. The cause was determined to be a depleted main battery and the main battery was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.